Event description:
Caller reported symptoms of hypoglycemia with a mobile blood glucose result of hi, which on the system indicates a result in excess of 33.3 mmol/l. Same system retest result within 1 minute was 10.5 mmol/l. Another result of 3.5 mmol/l was taken within another minute using either an aviva system or aviva nano system, caller unsure which. Reported no adverse event. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in(B)(6). Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for aviva system, medwatch with identifier (B)(4) is for aviva nano system.